Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) ith a grade of 4. It was noted that the posterior mitral leaflet and anterior mitral leaflet were both difficult to visualize at the same time. On (B)(6) 2020, two clips were successfully deployed, reducing mr grade of 1. On (B)(6) 2020, one clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The posterior leaflet was deformed. Additional treatment was not performed. The heart team is deciding on how to treat. The patient is stable and will remain hospitalized. The other clip remains stable on both leaflets, and mr is 1. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, the patient underwent a second mitraclip procedure to treat recurrent mitral regurgitation (mr) grade of 3 and to stabilize the single leaflet device attachment (slda). Per the physician, the slda was due to pre-existing patient anatomy one additional clip was implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment/slda and poor image resolution appear to be related to patient morphology/pathology. The tissue damage and mitral regurgitation (mr) appears to be related to the slda. The reported patient effects of tissue damage and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. He reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.